Event description:
Event description guidant received information that during a follow-up visit, this implantable cardioverter defibrillator (ICD) displayed an error message indicating that the device displayed an error message.